Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited oversensing of atrial sensed events, resulting in pacing inhibition for 3.5 seconds. The patient was noted to be pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting options. X-ray imaging showed no anomalies. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, a cut was noted in the lead insulation 17.5 centimeters (cm) from the terminal pin, dried blood/body fluid was noted in the rate/sense lumen due to the cut and a nick was noted in the insulation 19.2 cm from the terminal pin that corresponded to a cut found in the lead suture sleeve and was felt to be due to removal of the suture. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass pressure testing of the outer insulation due to cut in the insulation near the terminal pin. Analysis confirmed the reported clinical observations and concluded that due to the amount and type of blood/body fluid in the rate/sense lumen, the insulation was most likely cut during the implant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.